Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: at the customer site on (B)(6) 2024, once the pump (sn (B)(6)) was connected, after 8 seconds, the console received an ¿optical sensor not supported ¿ alarm¿ event set #127. Still, the pump was used for 4 hours and 30 minutes. Event set #127 was cleared only after pump disconnection. On the complaint date ((B)(6) 2024), the user connected the demo pump four more times, and every time, the console received the event set #127 persistently, which confirms the reported failure mode. Note: prior to this complaint, (B)(6) underwent service on (B)(6) 2023, as per fsr notification (B)(4). During the service, although the sau_motor_1 hardware revision was set to ¿257¿, it was accidentally reset to ¿1¿ before the console was released back to the customer. Device analysis: this console was tested after arriving in fs. The aic ¿fwcheck¿ confirmed that the sau_motor_1 hardware revision was set to ¿1¿ as received. After resetting it back to ¿257¿, there was no event set #127 upon the optical pump connection. During testing, the log recorded a piston block event. A minor amount of glucose was visually confirmed underneath the gasket, which is unrelated to the reported failure mode. Root cause: the root cause for the optical sensor not supported alarm was incorrect sau_motor_1 hardware revision. All pertinent information available to abiomed has been submitted at this time.

Event description:
A complainant reported that the aic showed the error message "optical sensor not supported." This was immediately resolved by switching aics. No patient harm has been reported.